Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via a wide intrinsic morphology. Technical services advised some programming and testing. There were no additional adverse patient effects. The device remains implanted.